Manufacturer narrative:
Patient identifier: (B)(6). Event year is reported as 2020; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Investigation summary: device history lot; part # 04.008.266s, synthes lot # h064698, supplier lot # na, release to warehouse date: apr 07, 2016, expiration date: feb 28, 2020, manufactured by synthes (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of the hindfoot nail followed by implantation of the max-frame system due to an infected nonunion. Initially, the patient was implanted with a hindfoot arthrodesis nailing system on (B)(6) 2020. It was unknown if the removal surgery completed successfully. The patient outcome unknown. This complaint involves seven (7) devices. This report is for (1) 12mm ti hindfoot arthrodesis cann nail-ex 180mm/lt-sterile. This report is 1 of 7 for (B)(4).